Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the problem. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint to perform failure analysis (fa). The usm was analyzed, and the reported problem was confirmed via the error logs but could not replicated by failure analysis. The usm was tested on an in-house system in normal mode where it passed. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) where it passed. Issue with drifting was not replicated.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the universal surgical manipulator (usm) 3 drifted while the surgeon was using the endoscope on usm 3. The surgeon was in control of the usm during the drift. The intuitive surgical inc. (Isi) technical service engineer (tse) reviewed the system logs and there were no associated errors associated with the complaint in the logs. The tse asked the customer to ensure the endoscope was not colliding or binding on anatomy or another instrument, and to check all ports placement. The customer informed the tse that the setup might be the issue. The customer was proceeding with the case as planned with no reported injury.